Manufacturer narrative:
The device was not returned for analysis. Should the device be returned, an investigation will be performed and a supplemental report will be submitted with the analysis conclusion. Manufacturer reference: (B)(4).

Event description:
Dr. (B)(6) reported that a glidewell ht implant failed to osseointegrate. The patient's bone is type ii, and their oral hygiene is poor. The patient presented on (B)(6) 2026 for a primary procedure on tooth #27. On (B)(6) 2026, within three weeks of implant placement the provider observed the implant failed to osseointegrate and removed the implant. No injuries were reported.